Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). The rep reported that the patient fell in march and stated that she had been experiencing discomfort at the pocket site since the fall. When checked, the device was found to be in working order, no impedance. The rep reported that a surgery was planned to move the device lateral and cephalad per the surgeon. The revision was scheduled for (B)(6) 2019. No further complications were anticipated/reported.